Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head started to become looser / the metal pin at the top is coming out and the brush head is very wobbly [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6)2017 that he bought a 4 pack of oral-b power oral care refills precision clean. He stated that the first one was fine but when he took the second one out, it started out okay but after about 3 or 4 days the brush head started to become looser. He elaborated that the metal pin at the top was coming out and the brush head was very wobbly. This was not the first time that he had used these particular brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.